Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged dizziness and nausea . There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 26, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device. The patient alleged dizziness and nausea. The patient also alleged device has burning smell/strange odor. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed dust-like contamination on the top enclosure, the air inlet, the accessory module slot, the rear panel, the iso (international organization of standardization) port, the bottom enclosure, the dc jack, ui (user interface) panel, the blower motor, the blower outlet seal, the blower isolators, the bottom enclosure, and the blower box. An unknown black marks and brown residue on the bottom enclosure and brown fibers on the rear panel and the bottom enclosure and small spots of unknown yellow residue on the bottom enclosure. There are small spots of unknown brown contamination on the rear panel, the iso port, and the top enclosure. Dark brown and black particle, inconsistent with degraded sound abatement foam, contamination on the bottom enclosure and the blower box. An unknown dark brown fiber on the blower box, consistent with keratin, at the air outlet of the blower box. Potential mineral deposits or dried liquid spots on the bottom and inside of the blower motor, indicating potential liquid ingress. The manufacturer observed no burning odors and supplied blower motor. The manufacturer has determined that the burning odor was most likely due to a damaged or defective blower motor. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to it. Unable to confirms the patient symptoms.